Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: icl/staff nurse. A review of the device history record of the product code/lot number combination was conducted with no findings. The complaint was unable to be confirmed. An exact root cause for the issue was unable to be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).

Event description:
The user facility reported that during insertion of the angio-seal sheath, the operator experienced significant resistance. The operator suspected it may be due to the spasm. The operator then switched to a femoral sheath to determine if spasm occurred; however, the femoral sheath was introduced smoothly. He tried to re-insert the angio-seal sheath; however, he still could not advance it. As he withdrew the angio-seal sheath, it was found kinked slightly. He proceeded with manual compression. The patient was sent back to ward in stable condition. There was no blood loss. Additional information was received on 26aug2025: the procedure sheath size used was a 6 french. A pre-deployment angiogram was performed.